Event description:
Manufacturer representative reported the patient was implanted with device system in (B)(6) 2006. Externalization with extension, model 37082, to external neurostimulator in (B)(6) 2006. The leads and extensions, models 3389 and 37082 were explanted in (B)(6) 2006 due to infection. An attempt has been made to contact the manufacturer representative or hcp for more details. A follow up report will be sent if additional information is received. Refer to medwatch report # 2182207200700332.

Manufacturer narrative:
(B)(4). Final device analysis results revealed no significant anomalies, no failure detected but product out of specification. Lead cut, suspect explant damage.